Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height main drawer 5 was not detected on the communication bus at the station, due to the controller board lights were flashed abnormally. A field service engineer reseated all connections to the controller boards and rebooted the device to resolve the issue. Then, the engineer conducted a visual inspection of the device, applied adhesive to the bus wire receptacle for protection, and rebooted the device again, ensuring that all lights on the controller boards were illuminated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the multiple drawers failed, which hindered users from retrieving medication for a patient. The customer reported that there was a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.